Event description:
Patient presented to the physician with a portion of the stimulation lead exposed through the neck incision. Physician brought the patient not the or, opened the neck incision, removed the stimulation cuff, cut the lead body, washed the area with antibiotics, and closed the incision. Physician prescribed antibiotics post-procedure.